Manufacturer narrative:
According to the customer the result was a false positive as it was not repeatable. The donor involved donated twice after this on 17 july and 8 aug and was tested negative for all viral markers. No further action regarding the patient is needed. During the investigation the customer tried to reproduce the problem on their qa environment and the event could not be reproduced. The error could be reproduced on both dev and prod environments. The issue is limited to this customer due to customer specific configuration/customization. The out of the box product does not contain these features. The root cause of this issue is still under investigation. A follow up MDR will be submitted after the conclusion of the investigation.

Event description:
Starlims clinical solution is a software solution for managing research and diagnostic laboratory data and processes and is intended to be used by trained healthcare and research laboratory professionals. The application provides single and multiple site facilities the ability to manage patient and sample registration, pre-analytical processing, manual entry of information and collection of data from ivd analyzers and/or non-diagnostics instruments, data validation (technical and/or clinical) and result reporting. On 16 july 2021 the customer notified abbott informatics that the laboratory had reported that they had qc sample did not meet the expected outcome, but starlims didn't fail the qc or the run. The samples were released by the starlims system when the results should have been under review. A patient received blood from a donation where the qc had failed for the following test, hcv-nat-ext. This ended with a blood transfusion with blood that might not have been correctly tested which could possible transmission transfusion transmissible diseases.